Event description:
Reporter noted corneal burns occurred with three patients. Felt the tip sleeve was too soft, obstructing irrigation flow. All patients have post of va of 9/10 and 10/10. Patient 3 of 3: no intervention reported.